Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. Patient presented bone type iii and 20 ncm of primary stability was achieved. Immediate load was not performed.